Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2018 with the following findings: review of the black box data revealed records from the date of the alleged event ((B)(6) 2017) had been overwritten due to continued use of the device. The available black box data revealed unexplained power on reset events on (B)(6) 2018 and (B)(6) 2018. The last basal delivery was recorded (B)(6) 2018. The returned battery cap was intact and without damage and measured to be within required specifications. Using the returned battery cap, the pump powered on and was exercised for 24 hours without any interruption in power. The total daily doses added up to correctly reflect the programmed rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/discolored during the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging the patient experienced an elevated blood glucose (bg) of 484 mg/dl with extreme thirst, symptoms of dehydration (dizzy, lightheaded) and large level of ketones associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was intermittent power issue with the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of intermittent power issue with the pump.